Manufacturer narrative:
Welch allyn field service confirmed the allegation. Customer's biomed will replace the ups. The customer elected not to return the ups to welch allyn. The ups in an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer reported tha their acuity system had gone down during power generator testing. The uninterruptible power supply/ (ups) failed. This resulted in a temporary inability to centrally monitor pts; however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The clinical staff were aware of the power generator testing. This was not an unscheduled shutdown.